Manufacturer narrative:
(B)(4). The cause of the reported event was that the supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. This occurred during dwell cycle two of four of peritoneal dialysis (pd) therapy. During therapy the patient¿s supply bag disconnected from the supply line without falling, causing the alarm. The patient completed therapy with a manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.